Event description:
It was reported that noise was observed on the ventricular pace/sense channel, which inhibited pacing. It is noted that the patient is pacer dependent. The noise was reproducible with isometrics. The device was reprogrammed and the lead remains implanted.

Event description:
New information notes that the lead was capped in 2008. During the replacement procedure for the new lead implanted in 2008, insulation abrasion was seen on this lead. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead measuring 49.0cm was returned in two segments. External insulation abrasion was noted at 12.7-12.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.3-7.9cm and 10.2-10.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 12.0-12.9cm from the distal tip. The etfe coating of one sensing conductor cable and one rv conductor cable was abraded at this location. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.